Event description:
It was reported to medtronic minimed that the customer experienced unresponsive buttons on their pump, specifically the center button, requiring multiple presses to navigate the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer was asked to replace the battery and explaining potential causes for delayed button responses, but the issue persisted. The pump will be replaced, and the customer was instructed to revert to their backup plan and place the pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1884 was requested for return, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform self-test due to unresponsive keypad. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. However, the unit received with corroded keypad traces. Unable to download files using thump software due to unresponsive keypad. Unit tested with reference test casing and keypad was able to respond properly. Unit received with peeling keypad overlay and broken belt clip rails. The unit p-cap / test reservoir locks in place properly. Unresponsive keypad was confirmed due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.